Event description:
A nurse reports that a patient was undergoing an emergent transcutaneous pacemaker placement at her bedside when it was noted the balloon on the bipolar pacing catheter would not inflate. A replacement catheter was found and used, and the procedure was completed with the patient stable upon completion. There was no injury to the patient, just a delay in procedure. A pre-insertion check was done which is when the balloon failure was identified. The device was not used on the patient.

Event description:
A nurse reports that a patient was undergoing an emergent transcutaneous pacemaker placement at her bedside when it was noted the balloon on the bipolar pacing catheter would not inflate. A replacement catheter was found and used, and the procedure was completed with the patient stable upon completion. There was no injury to the patient, just a delay in procedure. A pre-insertion check was done which is when the balloon failure was identified. The device was not used on the patient.